Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was opening to display all mini pockets instead of only the first one. The field service engineer (fse) inspected and found no failures, so a preventative maintenance check was performed. The hardware test application was used to identify any potential issues. The fse completed all tests without any problems and were within specifications. The fse again tested all drawers in the hardware test application to confirm proper functionality. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es drawer was opening to display all mini pockets instead of only the first one. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.